Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: (B)(4). Device evaluation could not be performed because the device was discarded by the facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and results of lot history records review, it was presumed that tensile stress generated with wire removal had contributed to the reported separation. The applied tensile stress could exceed the product's design limit when the wire removal was performed with the tip being caught between the deployed stent and the arterial wall. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that a percutaneous coronary intervention was performed to treat a severely calcified 90-99% stenosis in #6-7 segments of the left anterior descending artery (lad). An asahision guide wire was delivered to protect #9 segment of the lad. After stent was deployed, the physician attempted to perform balloon dilatation in #9 and the asahi guide wire was advanced through struts of the deployed stent when the guide wire was found jailed by the stent. Upon removal of the guide wire, resistance was met as the coils seemed to be unraveling. Under the fluoroscopy, the radiopaque segment of the guide wire seemed shortened as the tip was found separated. Retrieval of the separated tip failed. Ivus confirmed that the separated tip was located in #6 of the lad. Another stent was deployed to embed the separated tip to the arterial wall. Timi 3 of the blood flow was achieved. The patient was fine without problem after the procedure.